Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of excessive no delivery alarms from the infusion set. The customer's blood glucose reading was 297 mg/dl. The customer stated that the alarm occurred during bolus. The customer stated that the no delivery alarm was not recurring. The customer was assisted in performing a 5.0 unit fixed prime. The customer stated that insulin did exit. The customer also had slurred speech and treated with by drinking milk. The customer felt dizzy and indicated that she experienced low readings.